Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+1.5/107 diopter, in the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2017 the lens was explanted due to excessive vault. The lens was then exchanged for a shorter lens. At the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Product evaluation found lens returned dry in a small vial. Visual inspection found no visible damage to lens but clear and white residue on lens surface. (B)(4).